Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a battery out limit. The customer¿s blood glucose was 154 mg/dl at the time of call. Customer stated that the insulin pump alarmed button error followed by a battery out limit while he tried to unscrew the battery cap. Customer also reported that the insulin pump was exposed to humidity which could led to button error. Button error troubleshooting was performed and unable to confirm if the time is advancing due to battery has been removed. No battery out limit troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted. All button did not respond due to corroded keypad traces. The insulin pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm due to button keypad anomaly. Time advanced properly. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.